Event description:
It was reported that the ventilator was used on the pt at school. The ventilator was connected to a power outlet all day. The pt's mother picked him up at school. After 30 mins of use on the battery on the way home, the ventilator started beeping. The pt's mother stated that the ventilator was shut down after less than one min. She had to urgently connect the ventilator to the backup battery. Please note that there was no death or no severe injury involved in the incident.